Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: during investigation, there were frequent low battery warnings observed. The pump electrical current draws were tested and were within specifications. There was corrosion in battery compartment. Battery compartment is cracked. Pump leaks at battery compartment. Pump opened; no further evidence of moisture found.